Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5867-3m adaptor implanted on (B)(6) 2017; w1tr01 crt-p, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. It was also reported that the right ventricular lead had high and undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2018: it was further reported that the patient¿s rv lead was also exhibiting high thresholds and oversensing. The rv lead was reprogrammed and remains in use.